Event description:
It was reported to baxter us that the reservoir of a two day infusor device had ruptured during the filling process. The device was being filled with 5-fu. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
Additional narrative: the reported condition of "reservoir ruptured" could not be confirmed due to the device not being returned to baxter for an evaluation. Should the device or additional information be received, a follow-up report will be submitted. The issue is being investigated under CAPA (B) (4).. (B) (4)